Event description:
It was reported that this patient presented to the emergency department due to inappropriate shock, oversensing and noise. An x-ray showed the location of the system was the same as implant. Device interrogation with provocation maneuvers showed oversensing of noise in the primary and secondary sensing vectors, while the sensing in the alternate sensing vector looked appropriate. The device was turned off but a request for technical services (ts) review was needed. The patient also passed screening in the primary and alternate sensing vector prior the implant. Ts reviewed the case and noted based on the available data a lead issue was not likely and discussed programming options. The device was reprogrammed to the alternate x2 vector. No adverse patient effects were reported. The device remains implanted.

Manufacturer narrative:
This report is being filed to update the impact codes.

Event description:
It was reported that this patient presented to the emergency department due to inappropriate shock, oversensing and noise. An x-ray showed the location of the system was the same as implant. Device interrogation with provocation maneuvers showed oversensing of noise in the primary and secondary sensing vectors, while the sensing in the alternate sensing vector looked appropriate. The device was turned off but a request for technical services (ts) review was needed. The patient also passed screening in the primary and alternate sensing vector prior the implant. Ts reviewed the case and noted based on the available data a lead issue was not likely and discussed programming options. No adverse patient effects were reported. The device remains implanted.

Event description:
It was reported that this patient presented to the emergency department due to inappropriate shock, oversensing and noise. An x-ray showed the location of the system was the same as implant. Device interrogation with provocation maneuvers showed oversensing of noise in the primary and secondary sensing vectors, while the sensing in the alternate sensing vector looked appropriate. The device was turned off but a request for technical services (ts) review was needed. The patient also passed screening in the primary and alternate sensing vector prior the implant. Ts reviewed the case and noted based on the available data a lead issue was not likely and discussed programming options. The device was reprogrammed to the alternate x2 vector. No adverse patient effects were reported. The device remains implanted.

Event description:
It was reported that this patient presented to the emergency department due to inappropriate shock, oversensing and noise. An x-ray showed the location of the system was the same as implant. Device interrogation with provocation maneuvers showed oversensing of noise in the primary and secondary sensing vectors, while the sensing in the alternate sensing vector looked appropriate. The device was turned off but a request for technical services (ts) review was needed. The patient also passed screening in the primary and alternate sensing vector prior the implant. Ts reviewed the case and noted based on the available data a lead issue was not likely and discussed programming options. The device was reprogrammed to the alternate x2 vector. No adverse patient effects were reported. The device remains implanted.

Manufacturer narrative:
This report is being filed to update the implant date.

Event description:
It was reported that this patient presented to the emergency department due to inappropriate shock, oversensing and noise. An x-ray showed the location of the system was the same as implant. Device interrogation with provocation maneuvers showed oversensing of noise in the primary and secondary sensing vectors, while the sensing in the alternate sensing vector looked appropriate. The device was turned off but a request for technical services (ts) review was needed. The patient also passed screening in the primary and alternate sensing vector prior the implant. Ts reviewed the case and noted based on the available data a lead issue was not likely and discussed programming options. The device was reprogrammed to the alternate x2 vector. No adverse patient effects were reported. The device remains implanted.

Manufacturer narrative:
This report is being filed to correct the patient identifier.

Event description:
It was reported that this patient presented to the emergency department due to inappropriate shock, oversensing and noise. An x-ray showed the location of the system was the same as implant. Device interrogation with provocation maneuvers showed oversensing of noise in the primary and secondary sensing vectors, while the sensing in the alternate sensing vector looked appropriate. The device was turned off but a request for technical services (ts) review was needed. The patient also passed screening in the primary and alternate sensing vector prior the implant. Ts reviewed the case and noted based on the available data a lead issue was not likely and discussed programming options. The device was reprogrammed to the alternate x2 vector. No adverse patient effects were reported. The device remains implanted.